Event description:
Device #2 of 4: reference MFR. Report: 3006705815-2017-00624, 1627487-2017-02961 and 1627487-2017-03669. Follow up information identified the patient underwent surgical intervention on (B)(6) 107 where the entire scs system was explanted. The ipg site was infected and the physician believed the entire system needed to be explanted and wound care was necessary. In addition, infection was not confirmed at the lead or anchor sites.the patient continues to receive wound care and remains on antibiotics. UDI # added to record.

Event description:
Device #2 of 3: reference MFR. Report: 3006705815-2017-00624 and 1627487-2017-02961. Follow up information identified the patient is recovering from the infection and receiving home health services for wound care.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 3006705815-2017-00624 and 1627487-2017-02961. The patient has 2 anchors with the same lot number. It was reported the patient had an area on her back with purulent drainage. The patient reported she had a stitch that was sticking out and the physician trimmed it. The patient was prescribed antibiotics. The patient was diagnosed with a (B)(6) infection.

Event description:
Device #2 of 4: reference MFR. Report: 3006705815-2017-00624, 1627487-2017-02961 and 1627487-2017-03669. Follow up information identified the patient continues with wound care and the wound is healing.